Event description:
It was reported that stent damage occurred. The 90% stenosed, 13-16mm x 2.75-3.25mm target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 2.75x16mm promus element drug-eluting stent was advanced for treatment. However, during procedure, the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by MFR.: a promus stent delivery system (sds) was returned for analysis without a manifold. A break was noted between the manifold and strain relief hub. The manifold section proximal of this break site was not returned. A visual examination of the stent found evidence of distal strut damage. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break 2cm proximal to the distal end of the strain relief, with the manifold missing. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product. Initial reporter facility name: (B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 13-16mm x 2.75-3.25mm target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 2.75x16mm promus element drug-eluting stent was advanced for treatment. However, during procedure, the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.